Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated when she turned on the hc, the hc displayed high drain 105. The hp was not connected to the hc and felt fine. The technical service representative (tsr) informed the hp to contact the registered nurse (rn) about the alarm. The tsr informed the hp to use continuous ambulatory peritoneal dialysis for therapy this night and also that the hc would be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the increased intra-peritoneal volume (iipv) event. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the event history logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv was determined to be use error; tidal total ultrafiltration (uf) removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. The device was determined to meet specifications for the complaint of iipv. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.